Manufacturer narrative:
Further analyses were performed. Updated analysis report was issued. (B)(4).

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functionning has been requested, as well as patient care recommendations.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.

Manufacturer narrative:
Device has reportedly been explanted.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.

Manufacturer narrative:
A new follow-up was reportedly conducted on (B)(6) 2014 and new ergometry tests have been performed. Patient still complained of not being able to exercise as much as desired. A new analysis of sensors functioning has been requested, as well as new patient care recommendations.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.

Event description:
Patient complained of not being able to exercise as much as desired. He reportedly cannot run, because the pacing rate drops during the exercise. An analysis of sensors functioning has been requested, as well as patient care recommendations.